Event description:
On (B)(6) 2013, a (B)(6) male pt was injected with 2 x 1.5cc radiesse (lot - 100062870, expiry - 02/2015) mixed with 0.2% lidocaine to the cheeks, nasolabial fold, oral commissures, prejowl sulcus and marionettes. As per the physician, the pt was previously injected with 0.5 cc esthelis in each nasolabial fold (nlf) in apr 2013 (although the pt stated he never had previous fillers in the past during his radiesse treatment). The physician had injected the left side of the face and a merz (B)(4) field clinical specialist (fcs) injected the right side of the pt's face with radiesse. The pt tolerated the treatment well at the time. The physician contacted the fcs to report a lesion to his lower left nasolabial fold on (B)(6) 2013 which became visible on (B)(6) 2013 (2 weeks post injection with radiesse) and "suddenly popped out and was bleeding." The physician said the lesion was firm and she "used a lancet to open the lesion and hard pus was extracted." Fucidin ointment was applied, but no other medication was given.

Manufacturer narrative:
A merz (B)(4) field clinical specialist (fcs) followed up with the physician on (B)(4) 2013 and pt's lesion has shown signs of improvement. No po meds were given, only topical fucidin ointment was continued. Photos sent to fcs from md.